Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present indicating use. A visual examination of the ligator head found all seven bands present with first four bands moved out of position. The suture was noticed to be intact and attached to the ligator head and the loop was unbroken. It was noted that the ligator teeth were damaged. The proximal loop of the trip wire was retracted into the handle post with the crimp caught inside the post. The trip wire was not secured in the handle assembly slot and the slot did not present any evidence of previous securing of the tripwire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely contributed to the complaint event. Therefore, the most probably root cause is user/use error.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first band could not be released. The physician withdrew the device and found that there was no suture connecting the first and second bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first band could not be released. The physician withdrew the device and found that there was no suture connecting the first and second bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.